Event description:
It has been reported that the patient turned suddenly, heard a click and then felt a sudden pain in his right leg. The nail was removed and replaced. Ther was no adverse consequence for the patient or delay in surgery or anesthesia time.